Event description:
A sterile empty vial injector used to compound a pca medication for delivery via pca infusor was discovered to have bits of glass sealed inside the empty vial. This was discovered while the vial was in the container and was not used. The MFR was contacted immediately and the product was returned for their examination.